Event description:
The reporter stated that she had gotten the er1 message "once about two years ago, and once about two months ago." She stated that she had just retested and was satisfied with the reading obtained.